Manufacturer narrative:
The following information has been corrected: this complaint has been identified as a duplicate of MFR report #: 1710034-2020-00756. The incident has already been captured and reported, therefore this report, (MFR report #:1710034-2020-00754), can be disregarded.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a defective/damaged catheter adapter/connector/hub and an inability for the catheter adaoter/connector/hub to connect with the mating component. The following information was provided by the initial reporter: material no: 382623 batch no: 0098474 & 0147452 we had another incident with the 382623 catheter. MRI technologist opened the IV catheter. Upon inspection it appeared defective. The catheter would not seat on the needle and the unit was crooked.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0098474; medical device expiration date: 2023-03-31; device manufacture date: 2020-04-08. Medical device lot #: 0147452; medical device expiration date: 2023-04-30; device manufacture date: 2020-05-2. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter experienced a defective/damaged catheter adapter/connector/hub and an inability for the catheter adapter/connector/hub to connect with the mating component. The following information was provided by the initial reporter: material no: 382623; batch no: 0098474 & 0147452. We had another incident with the 382623 catheter. MRI technologist opened the IV catheter. Upon inspection it appeared defective. The catheter would not seat on the needle, and the unit was crooked.